Event description:
The manufacturer received information alleging the device would not initially power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power management, system, and front panel boards, and internal battery would need to be replaced to address the issue. Additional findings not related to the malfunction/issue was the power cord not working, and the blower clip and blower bellows were missing from the device. Both of these parts would need to be replaced on the device. There was no repair made to the device, and it will be scrapped.